Event description:
It was reported that, during valve replacement surgery, the reusable grasper broke. The surgeon was grasping soft tissue while suturing when the graspers broke. The jaws of the instrument would not open and close. A second grasper was pulled and the same thing happened. "Regular pickups" were pulled and to complete the case. There was a surgical delay of 45 minutes due to the "regular pickups" being bulky. There were no adverse pt consequences reported.